Manufacturer narrative:
Results of investigation: it was reported that the patient presented osteolysis in the acetabulum area due to the metal / metal bearing pair. Furthermore, a periprosthetic femoral fracture was reported. The polarstem, used in treatment, which was involved in this case, was not returned for investigation. Furthermore, no batch nor part number was communicated. A thorough product history review was not possible. The reported failure mode cannot be confirmed and the root cause cannot be determined as insufficient information was received for evaluation. The reported failure is covered through our risk management files. The IFU (lit. No. 12.23, 05/16) lists bone fractures among the possible side effects of a total hip arthroplasty. Should additional information become available, this investigation will be reopened. To date, no further actions are deemed necessary. Smith and nephew will monitor this device for further similar issues.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that, the patient presented osteolysis in the acetabulum area due to the metal / metal bearing pair also with periprosthetic femoral fracture. No other complications were reported.